Event description:
Ous MDR - after an implantation time of about 61 months, continuously increased impedance values >1700 ohm were reported. The patient had no symptoms at any time. Due to the young age of the patient, it was decided to exchange the system. All products were returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The manufacture date was corrected. The returned ICD and the distal fragment of the linox were thoroughly analyzed. During the analysis of the lead fragment, multiple signs of abrasion were noted on the linox at 9 to 14 cm proximal of the tip electrode. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The position and kind of abrasions lead to the assumption of strong mechanical stress on the lead in the implanted state due to friction of the ra and rv leads against each other. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, a conductor fracture of the rope conductor to the ring electrode and to the shock coil were detected on the linox in the area of the insulation fraying. This conductor fracture of the rope conductor that was damaged due to friction is, with high probability, a result of the high tensile forces during the explantation process. The cuts into the lead body were probably also caused during the explantation. No indications of material defects or manufacturing errors were found during the analysis of the ICD and the lead fragments.